Manufacturer narrative:
Device was located in the biomedical engineering shop. When the biomed powered the unit on the speaker did not function and gave the "speaker malfunction" inop. Results of functional testing indicate that the speaker was defective. Replacement parts were ordered and shipped to the customer site to resolve the issue. The customer confirmed after replacing the speaker the issue was resolved and the unit was returned to service.

Event description:
It was reported that when the device was powered on the speaker did not function and gave the "speaker malfunction" inop. The device was not in use on a patient at the time of the event. There was no adverse event reported.